Event description:
Received a copy of the customer's mw report from the FDA which states;crack in tubing resulting in blood leaking.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the extension tubing "burst" when giving an IV flush causing blood and fluid leak from side of tubing.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection of the set noted that the female luer had a 12.88 mm hairline crack. There were no scratches on the exterior of the female luer but there were stress marks, indicating that there was external force applied to the female luer. Functional testing was performed and confirmed a leak at the female luer crack. The root cause of the reported leak was a crack on the female luer. The cause of the crack is unknown.